Event description:
The patient contacted tech support and stated air bubbles went into him causing discomfort and he canceled his ccpd treatment. Additionally, he stated that he was empty, wanted to stop his fill and needed assistance with a stat drain. The patient provided the following drain information over the next several minutes. 515ml - 229ml - 1107ml - 1559ml - 1611ml 1874ml - 1925ml - 7738ml. When the drain was complete, he states he had only drained approximately 2082ml even though he reported the last drain of 7738ml in the drain sequence. He was advised by tech support to cancel his treatment and contact his pd rn. On (B)(6) 2013: the pmc department contacted the patient's pd rn who stated he was unaware of any large drain events that the patient may have experienced. He added that it was extremely unlikely that a drain of approximately 7700ml would ever occur with this patient. He reviewed the patient's hand written treatment log and believes reported "large drain" would have been the "total" volume filled for the pd treatment. He added that there was no medical intervention during or following the event or serious injury. The reported large stat drain exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the medical records and written treatment data by the post market clinical department and physician as provided by the patient. The reported large stat drain volume recorded with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.